Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse performed hardware verification consisting of system check, accutni blank of 20 tests, high sensitivity (hs) washson/hswashinc52. Also, the fse perform mod #10044 and ran a second system check. All the data indicates hardware function is normal and operational. Verification testing passed all specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The patient sample was retested and the result was within the normal reference range. The initial erroneously elevated result was not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.